Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: d314trg, ICD; implant: (B)(6) 2012; model: 693565, lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device changeout the patients left ventricular (lv) lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.